Event description:
During preventative maintenance of the device, the field service rep reported that the monitor failed to stay in position when adjusting the tilt. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was not pt involvement during this event.